Manufacturer narrative:
The catheter and dinapt adapters were not returned for evaluation as they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the units that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. It should be noted that there is a precaution in the product IFU that states: ¿since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.¿ no corrective actions will be taken at this time. A lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the patient had a swan ganz pacing catheter inserted. During pacing, the connection from dinapt adapter to the pacer disconnected and the patient went into asystole. The issue was ¿noticed quickly¿ and the adaptor was plugged back into the pacing lead. Pacing resumed with no adverse consequences to the patient. Unfortunately, the pacing catheter nor the dinapt pins are available for evaluation as they were discarded by the customer once a permanent pacemaker was inserted.